Manufacturer narrative:
(B)(6).

Event description:
The customer complained of a discrepant inr result for 1 patient sample from coaguchek meter serial number (B)(4) compared to the laboratory result with dade innovin reagent. The result from the meter was 7.8 inr. The result from the laboratory was 3.3 inr. The measurements were performed during the same office visit. There was no allegation of an adverse event. The patient's therapeutic range was 2 - 3 inr. On the day of the event, the qc passed. The suspect product was requested to be returned for investigation.

Manufacturer narrative:
The customer did not return any materials for investigation. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.